Manufacturer narrative:
Correction for manufacturer report number 2017865-2025-087720 section g3 - date received by manufacturer should have been jun 10, 2025, rather than jun 1, 2025.

Event description:
It was reported that during an implant, the patient had tricuspid regurgitation when placing the right ventricular (rv) lead and could not position it securely. Another rv lead was implanted. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event was the lead could not be securely positioned due to tricuspid regurgitation. As received, a complete lead was returned for analysis. All four tines were intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.